Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected alarms noted during testing and no battery alert noted during testing. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had replace battery alarm. The customer¿s blood glucose level was 400 mg/dl at the time of the incident and the current blood glucose value was 317 mg/dl. Customer did receive a low battery alert prior to the replace battery alert. Customer stated it was the second occurrence of the replace battery alarm without low battery alert. Troubleshooting was performed. The insulin pump will be returned for analysis.